Manufacturer narrative:
No pt injury reported. An investigation is ongoing to determine whether the reported event falls within the scope of the report of field correction. The results of the investigation will be provided with a follow-up.